Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by cracked threaded insert bosses, which made the door difficult to close. Further eval also found the door hooks out of adjustment. The front case assembly, door hooks, and latch pins were replaced.

Event description:
It was reported that a spectrum pump had a door latch issue. It was also reported that there was no pt injury.